Manufacturer narrative:
The technician found that the scale had been zeroed out while patient was in bed, user error. The patient was removed from the bed and the bed was zeroed out. The technician in-serviced the nurse on the bed exit functions to resolve the issue.

Event description:
The account alleged the bed exit is not setting. No patient impact.